Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scavenger valve was cleaned. Customer contact reports no patient information.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.